Event description:
Device 2 of 2. Reference MFR. Report #1627487-2019-03487. It was reported the patient experienced ineffective stimulation due to high impedance on one lead. Testing determined the patients extension to be the issues. As a result, one of the patients extensions was explanted and replaced. Surgical intervention addressed the issue. All of the patient's extensions are being reported as explanted because it unknown which extension was explanted.